Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called regarding the battery out limit alarm. The blood glucose reading is 219 mg/dl. Customer stated that she was recently hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 900 mg/dl. Customer stated that she used the incorrect infusion sets. Nothing further reported.